Event description:
It was reported that using a radial artery access approach during a procedure of the moderately calcified, moderately tortuous, 99% stenosed, right coronary artery (rca) after predilatation with a 2.0 x 12 mm non-specified balloon the 2.5 x 38 mm xience xpedition stent was deployed, however, a proximal edge dissection was noted post stenting. A 2.75 x 12 mm xience prime stent was used as treatment without reported issue and the procedure was completed successfully. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.